Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided titled dexter mono. The photo was of a monitor screen. A single-piece lens was visible in the eye. A small mark was observed. This mark was perpendicular to the travel path. Unable to make a determination from the photo. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, iol with small blemish after implantation. Lens was left in the eye. Additional information has been requested. There are five medical device reports associated with this report. This file is 4 of 5.